Event description:
The 840 ventilator stopped cycling while in use on a patient. The nellcor puritan bennett customer support engineer (cse) inspected the device and replaced the pressure transducer pcb. The unit passed extended self testing.